Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No damaged components or parts were identified that are related to the reported problem. The equipment turned on correctly, during the evaluation and testing of the equipment. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an electric shock in their hand from a homechoice device. The patient was not connected at the time of the event. The electric shock was felt from the power button of homechoice device while turning the power on; further described as the patient was standing and felt a ¿jolting¿ sensation. This occurred during an unspecified process step of automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.